Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo, dxn, dqe, kra, dqk, drs, dsb, qaq g4. Additional PMA/510k: k231248.

Event description:
It was reported that during use of this swan-ganz vip, there was a fracture of proximal injectate lumen where the white connector enters the blue transparent tubing. The white hub was completely separated from the blue lumen. The issue was not noted at priming. The catheter was placed on 3/4 in the cardiac ICU. Pressure tubing and, co-set was attached to the affected lumen. The catheter and tubing were secured by using a pa catheter securement device, which does not always remain attached to the patient. Infusion through the lumen was undetermined, but it was noted that there were no routine drips and the line is usually used for antibiotics, administering emergency medications and obtaining cardiac outputs. When this issue was first noted on (B)(6), the clinician taped the connection between the blue lumen and white connector. The pa catheter remains in place at present due to complexity of patient situation. The patient had an lvad placed on 3/11. No allegation of patient harm was reported.

Manufacturer narrative:
There was no product evaluation as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a balloon inspection process. Since no lot was provided, DHR review could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.